Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to high thresholds. A chest x-ray was obtained and showed no visible displacement. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.